Manufacturer narrative:
This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Beeping tones were emitted by the device as expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Beeping tones were emitted by the device as expected. This device remains in service. Attempts to obtain additional information regarding device replacement or other safe replacement intervals provided for this patient were unsuccessful. No adverse patient effects were reported. Additional information received from the clinic revealed that device remains implanted and a new safe replacement interval was requested and provided. Longevity was reported not to be as expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Beeping tones were emitted by the device as expected. This device remains in service. Attempts to obtain additional information regarding device replacement or other safe replacement intervals provided for this patient were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Beeping tones were emitted by the device as expected. This device remains in service. Attempts to obtain additional information regarding device replacement or other safe replacement intervals provided for this patient were unsuccessful. Additional information received from the clinic revealed that device was still implanted and a new safe replacement interval was requested and provided. The estimated longevity did not to correlate with the situation. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital's possession and it is not expected to return.

Manufacturer narrative:
This device remains in service. If information is provided in the future, a supplemental report will be issued. Subsequently, the device was explanted and replaced. At this point, device has not been returned for analysis.